Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The implant date is estimated. The device was returned for investigation. The evaluation is not yet complete. (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the graft was implanted on an unspecified date over a year ago. It was reported that when the physician attempted to remove pseudo-endothelium, the artificial vessel had delamination damage. The graft was removed due pseudo-aneurysm caused by frequent paracentesis. It was reported that the patient had high serum inorganic phosphorus. No further information was provided.